Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. The tip housing/tip were microscopically examined. The proximal solder is cracked and the coil is broken from the proximal solder. The proximal end of the coil is stretched near the proximal solder. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 25-jul-2018. It was reported that the device tip shape was unusual. The totally occluded target lesion was located in the moderately tortuous and moderately calcified artery. A truepath¿ was selected for use. During the procedure, it was noted that something unusual was felt with the tip shape. The procedure was completed with this device. No patient complications were reported. However, device analysis revealed that the proximal solder is cracked and the coil is broken from the proximal solder.